Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent and suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome of this event was not reported. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up the event was medically confirmed to be peritonitis. The event was manifested by cloudy effluent. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for peritonitis. On an unreported date, antibiotics were discontinued. At the time of this report, the patient had recovered. (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.